Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that pt complains of pain in groin area. She has had trouble walking and swimming. She has had a nuclear bone scan and states that she will need a revision surgery. A revision date has not been scheduled as pt and doctor have decided to wait until after she gets her left hip replaced. She is concerned with her insurance not covering these costs.